Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump received with minor scratches on lcd window and broken reservoir tube lip.

Event description:
It was reported that the customer received a button error on the insulin pump. The insulin pump will be replaced. The blood glucose reading was 240 mg/dl. Nothing further reported.